Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ,1 existing patient detail was not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6)was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the one existing patient detail was not crossing over. A technical support specialist checked and confirmed there were no transactions for the patient in the past month, noted that the station¿s inactivity period was set to 14 days and provided steps to the customer to restore the patient to the station. The system functioned as intended after the technical support specialist troubleshot the device.